Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During the device analysis, the service repair technician indicates that black stain inside the charged coupled device and failed water leak test was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failed water leak test due to puncture on cable. However, the most probable cause for black stain inside the charged coupled device could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.